Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve into a failing non-medtronic surgical valve (sav) (edwards perimount) failing with severe central aortic insufficiency, at 80% deployed, the valve was positioned at an acceptable depth. Upon release, the valve instantly dropped to the waste level within the sav. This resulted in moderate to severe aortic insufficiency (ai). A 29 mm transcatheter valve was implanted at the waste level of the previous transcatheter valve to treat the ai. Upon release of this valve, the 29 mm valve similarly dropped down to match the low level of the 34 mm valve. The leak was assessed as mild to moderate. The patient was stable. The team elected to leave the valves as is, and assess the patient. No further treatment was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media files were provided for review. No valve load inspection was provided for review. Media files show the bioprosthetic valve being implanted into an edwards perimount surgical valve of unknown size. Depth assessment at 80% deployment shows the valve at a depth of 6mm at the non-coronary cusp (ncc) and 8mm at the left coronary cusp (lcc). The target depth of implantation is 3mm. Recapture is recommended if depth 5mm. The valve dislodged ventricular after final release. Images show a second valve being implanted into the dislodged valve. The depth of implantation of the first valve is deeper than the recommended 3mm target and >5mm so a recapture was warranted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.